Event description:
It was reported that the distal hub was broke. Follow up indicated that the proximal injectate hub was detached from the lumen. There were no patient complications reported.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5 cc limited volume syringe and a contamination shield. The proximal end of the contamination shield was approximately 98 cm from the tip. As received, the catheter body had been cut approximately 5 cm from the tip; the was not returned. The edges of the catheter tip appeared smooth. Follow up indicated that the catheter tip was most-likely cut by infection control for culture purposes. The distal hub was not broken, as reported; however, the proximal injectate extension tube was broken approximately 15 cm proximal of the backform; this hub was not returned with the unit. A clamp mark was observed on the extension tube approximately 10 cm proximal from the backform and blood was noted inside the proximal injectate extension tube. All through lumens were patent without any leakage or occlusion. No visible damage was observed on the returned syringe. The catheter body did not appear stretched. A review of the manufacturing records could not be completed without a lot number. The report was confirmed; however, there was no evidence of a manufacturing nonconformance found during the evaluation. Although the cause of the event could not be determined with any certainty, some procedural factors may have contributed to the event. No actions will be taken at this time.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.